Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and customer is using cold insulin. Tandem technical support inform customer that using cold insulin is off label per the tandem user guide. Customer's blood glucose was 346 mg/dl.